Manufacturer narrative:
Parts not returned to MFR.

Event description:
A medtronic ent rep reported the surgeon felt inaccurate to the left with the tracer registration. As the surgeon brought the shaver into the field, it was verified off on navigation. The surgeon discontinued the use of the navigation. No impact on pt outcome was reported.